Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Product analysis #501733389:post market vigilance (pmv) received one versaport v2 fixation cannula 12mm opened by the account without packaging. The visual inspection of the returned product noted that cannula was disengaged from the trocar. The bladed obturator, circular seal and envelope seal appeared intact. The condition in which the device was received precludes functional testing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. Note: this is a supplemental report for the evaluation. The original report was sent by asr. Asr submitted under us201607-1361 date sent (B)(6) 2016 MDR report number: 9612501-2016-00360. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the base of the trocar is broken; released so that was inserted into the patient. No injury reported.